Manufacturer narrative:
(B)(4).

Event description:
It was reported that the silicon adhesion is coming off onto the plastic backing. The product has not been submitted to a customer or used on a patient.

Manufacturer narrative:
H6: we have now concluded our investigation for the complaint received. The device used in treatment has not been returned for evaluation. The photo provided confirms a relationship between the device and the reported event. Silicone remained on the carrier paper reducing adhesion. Potential factors that can contribute to the reported event include the wound contact layer raw material quality issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event, currently being monitored, with actions being taken to reduce further instances. However, this investigation is now complete with no further action deemed necessary at this stage. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. This event may result in a loss of the moisture and bacterial barrier and may cause minor or temporary injury (e.g., delayed wound healing, maceration) requiring no or minor medical intervention. The event may require use of a backup device to continue therapy. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to 21 cfr §803.